Manufacturer narrative:
Analysis results: upon receipt at medtronic¿s quality laboratory, visual inspection revealed the stent post was deflected. The sewing ring was removed during the explant exposing the inflow edge of the stent. A small remnant of pledget material was observed along the inflow edge of the exposed stent, between the tissue, base stitching and host tissue, adjacent to the non-coronary cusp. All leaflets and commissures were intact. The leaflets were slightly stiff but flexible except where the host tissue extended on the inflow of all cusps. The leaflets were ¿crowded¿ on the outflow which may be the result of the deflected stent posts. Glistening off-white pannus remained attached to the existing edge of the inflow along tissue and base stitching, into all inferior coaptive areas and one to four mm onto all cusps showing a reduced inflow orifice area. The pannus remained attached to the backs of all stent posts, extending over to the top of the non-coronary left commissural area, along the outflow rails adjacent to all cusps, covering the non-coronary and left outflow rails, to the non-coronary outflow margin of attachment. An unknown amount of pannus appeared to have been removed on the inflow and outflow during explant. Radiography showed no evidence of mineralization in the valve and/or host tissue. Conclusion: reduced performance of the valve is attributed to host tissue overgrowth. This finding is generally considered a patient related condition. (B)(4).

Event description:
Medtronic received information that three years post implant of this 23mm bioprosthetic valve, high gradient measurements were reported and imaging noted the leaflets would not open properly. The patient reported symptoms of fatigue. Subsequently, 41 months post implant, the valve was replaced with a non-medtronic mechanical valve. At explant, visual inspection noted fibrous tissue on the leaflets near the underside of the sewing ring which affected the valve performance. No adverse patient effects were reported.

Manufacturer narrative:
Additional analysis results: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. (B)(4).